Event description:
It was reported that the user dropped the ilet and the touchscreen cracked, after which the device powered on but did not respond to touch and the user could not announce meals; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a fracture of the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.